Event description:
Gyrus acmi pks cutting forceps would not cut during the procedure. Replaced with "like" device that functioned without issue. Diagnosis or reason for use: laparoscopic supracervical hysterectomy. Event abated after use stopped or dose reduced: no.